Event description:
Patient reported "not enough milk production." No indication of treatment or surgical reoperation. Patient additionally reported rupture confirmed with an MRI. Device remains implanted. This record is for the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Device has been explanted.

Event description:
Patient reported "not enough milk production." No indication of treatment or surgical reoperation. Patient additionally reported rupture confirmed with an MRI. Device has been explanted. This record is for the right side.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Breastfeeding difficulties : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.